Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show a single piece of debris inside of the non-sterile packaging. The complaint is confirmed. As the product was not returned a measurement could not be conducted to determine if the debris is conforming or not. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was discovered in the device packaging during an incoming inspection. Attempts have been made and additional information on the reported event is unavailable at this time.